Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +19.0d) was explanted due to blurry vision. A new lal (sn (B)(6), +19.0d) was implanted as a replacement. A capsular bag tear occurred during the lal exchange and the new lens was placed in the sulcus with optic capture.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: h3, h6, and h11. The lal was cut into two main pieces during explantation and both haptics were missing. No device problem was found during visual inspection. Manufacturer reference #: (B)(4).